Event description:
The surgeon reported that the ring was apparently broken during or prior to removal from the iris at the conclusion of cataract surgery, and became entangled with the iris. Further efforts to remove the ring resulted in damage to the iris. The product was not returned for evaluation, and the pt was reported to have had a good outcome.

Manufacturer narrative:
Product was not returned. User declined to provide specific product or pt details. Unable to duplicate in simulated use. Specific lot # involved in event was not provided. Subsequent attempts to contact the user have been unsuccessful.